Manufacturer narrative:
Combination product: yes. The lead was successfully repositioned on 15-nov-2024. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided iegm episodes no. 8, 7, 6 and 5 from november 12, 2024 revealed artifacts on the ff channel as well as loss of capture and undersensing on the rv channel. Based on the analysis of available data and given information of device repositioning a dislodgement of the lead, reel syndrome or similar are considered possible root causes. However, diagnostic images clarifying this assumption were not available for further analysis.

Manufacturer narrative:
Combination product: yes.-

Event description:
On 14/11/2024, a week after implantation, an rv sensing decrease and pacing threshold increase was noted. A lead revision is planned.